Event description:
It was reported that an unspecified amount of bd maxguard¿ administration sets with needleless y-site had discolored drip chambers. The following information was provided by the initial reporter: "last night I noticed that several of the drip chambers on the primary tubing sets were discolored. They all seem to have come from the same 2 lots. I am not sure if the manufacturer sent any notices regarding this change in product or if there is something wrong with the integrity of the primary tubing from these lots. In the meantime, I pulled them from the nurse servers and they are currently at the nurses station."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary one photo was provided by the customer for investigation. The customer complaint of cosmetic issue - discolored was verified by evaluation of the photo submitted. The photo provided by the customer shows that the drip chamber has darkened in color. A device history record review for model mx9128 lot number 22039016 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to know physical sample being provided, the root cause for the discoloration of the drip chamber could not be determined. Based on the investigation of the photo submitted and previous similarities to complaints showing the same issue of the drip camber being discolored, the probable root cause of the issue is that the sterilization process can cause the drip chamber and tubing to become discolored over time. This does not affect the function or sterilization of the product.

Event description:
It was reported that an unspecified amount of bd maxguard¿ administration sets with needleless y-site had discolored drip chambers. The following information was provided by the initial reporter: "last night I noticed that several of the drip chambers on the primary tubing sets were discolored. They all seem to have come from the same 2 lots. I am not sure if the manufacturer sent any notices regarding this change in product or if there is something wrong with the integrity of the primary tubing from these lots. In the meantime, I pulled them from the nurse servers and they are currently at the nurses station."